Manufacturer narrative:
Product analysis: six images were returned for review. Images one through three were cines of what appeared to be the target lesion. The first cine appeared to contain the lesion in a pre-treatment state. Areas of restricted blood-flow were noted. The hawkone device was unable to be located. The second cine image appeared to contain the distal assembly of the hawkone device. The hawkone cutter window housing assembly, drive shaft, cutter, and distal tip, were visible within the image. A detachment was not visible within the cine image. The third cine image that was returned also contained the cutter window housing assembly, drive shaft, cutter, and distal tip, also observed was the flush window. It was noted that the device was bent proximal to the cutter window, which was a result of patient anatomy. Due to the quality and clarity of the image, a potential detachment of the housing assembly could not be identified. Three photographs of the device after the procedure were also returned. All three photographs contained the distal assembly of the hawkone assembly . Biological debris was observed throughout the distal housing assembly. It was observed that the distal housing assembly, including the coiled segment and rotating distal tip was no longer fully attached to the cutter window assembly. The distal housing appeared to detach between the anchor pockets and proximal end of the coiled segment of the housing; it appeared to be a radial fracture. However, a portion of the inner laser drilled coils appeared to remain connected to the cutter window housing assembly. The cutter of the device was advanced, and the drive shaft remained intact. No pet was identified on the cutter. The guidewire lumen of the distal housing assembly remained attached to the device; however, due to the quality and clarity of the image, the condition of the guidewire lumen could not be determined. It is unknown if the lumen was torn or damaged. Also, the condition of the cutter window could not be determined, it is unknown if the cutter window was bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was using a hawkone directional atherectomy along with a non-medtronic 6fr sheath and spider fx 4/320 guide wire and embolic protection during procedure to treat a moderately calcified fibrous plaque lesion in mid to distal superficial femoral artery (sfa) to popliteal artery with 90% stenosis. The vessel diameter and lesion length are 5mm and 150mm respectively. The lesion was not pre dilated but post dilated. IFU was followed. It was reported that the thumbswitch would not go all the way forward and it was unable to completely pack the nosecone. The cutter was not fully into nosecone (correct packing position) and the nosecone was slightly bent at the junction of connection between nosecone and catheter. The device was removed intact from the patient with all components attached and accounted for. An angiogram was performed and confirmed there was no vessel damage or foreign body left in the patient¿s body. The device was inspected after being removed from the patient. It is reported that the nosecone became partially detached outside of patient¿s body after tech tried to push thumb switch back to off position. No patient injury reported.